Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 19jul2024.

Event description:
Patient reported a right side "deflating, significantly softer than day before." Healthcare professional further reported "particles in valve" via rga checklist. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side "deflating, significantly softer than day before." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening assessed as fold flaw opening. Particles in valve: observed.

Event description:
Patient reported a right side "deflating, significantly softer than day before." Healthcare professional further reported "particles in valve" via rga checklist. Device has been explanted.

Event description:
Patient reported right side "deflating, significantly softer than day before." The device has been explanted.